Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer reported issue, color bars are displayed, and the issue was isolated to a defective/faulty video connector locking mechanism. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via service request that the customer visera pro video processor displays color bars, ¿depending on the angle of the connection part when connecting the scope, the screen may become rainbow colored.¿ the customer reported problem was found during an unspecified event. No death, injury, or impact to patient or other was reported to olympus.

Event description:
The subject device was inspected prior to procedure however, the reported problem occurred when connecting the scope. The unspecified procedure was both diagnostic and therapeutic and was completed using the same equipment without delay. No health hazard was confirmed.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the event description (b5). The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The subject device has no repair history in the past year. Based on the repair inspection, the reported ¿color bars displayed¿ was due to recognition due to a failure of the video connector lock. However, the cause of the video connector lock failure could not be conclusively determined.